Event description:
On (B)(6) 2013, the distributer contacted animas and reported a pixel color change on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored upon start up and difficult to read. Replaced faded display with test display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Investigators completed the testing with test display. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn.